Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of over 400 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER same day with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.